Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and generator batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the monitor went black and they had to use an alternate system. There is no report of patient injury associated with this event.